Manufacturer narrative:
Additional information in h6: method, results, and conclusions. This follow-up report is being submitted to relay additional information. The complaint is unrefuted for six vitality closure tops for the failure of not locking appropriately onto the rod and popping out of place. Medical records were not provided for review. Device evaluation: product was not returned and photos were not provided, so device evaluations could not be performed. Potential cause root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be attributed to surgical constraints, patient condition and other use-related issues. DHR review the dhrs were unable to be reviewed since the lot numbers are unknown. Device use this device is used for treatment.

Event description:
It was reported that during the procedure six closure tops popped off as the surgeon rotated the rod. The caps were replaced with alternates to complete the case. There was no reported patient harm. This is report two of six for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2020-00316 to 3012447612-2020-00321.

Event description:
It was reported that during the procedure six closure tops popped off as the surgeon rotated the rod. The caps were replaced with alternates to complete the case. There was no reported patient harm. This is report two of six for this event.